Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and replaced the 70-cable in the pipette assembly. The instrument was cleaned, inspected, tested without further problem, and returned to svc.